Event description:
Surgeon was reaming over a guide rod using a drill on reamer in intramedullary canal with 11 mm reamer. The reamer broke. The circular metal on the outside of the reamer started to twist off. He could not get the reamer out, so he had to enlarge the incision and window the femur to remove the reamer.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.